Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Follow-up #1: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09/09/2017 with the following findings: review of the black box data revealed the records from the reported date of event, (B)(6) 2017, had been overwritten due to continued use of the device past the event date. The available black box data did not reveal any evidence of voltage excursions. A battery was not returned with the pump for investigation. On investigation, the pump powered on normally. Electrical current draws were measured to be within required specifications. There was no evidence of moisture inside the battery compartment on inside the pump. There were no defects of the power flex or components. The pump was exercised for 24 hours without any errors, alarms, warnings overheating or power loss. Investigation did not duplicate the complaint and the pump was found to be operating at intended without malfunction.